Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3 ,h6 and h10. D02 - intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis investigations was not able to confirm/reproduce the reported complaint. Visual inspection was performed and no broken components were observed and no broken cables observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. The instrument was fully functional. Additional steps/test attempts to further support crn finding: electrical continuity and energy delivery tests were performed and passed. No grip misalignment was observed. The bumper test was performed and passed. Additional observation no reported by site: the instrument was found to have damage of the conductor wire¿s insulation. The wires inside were exposed. No thermal damage was observed. Root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log of the force bipolar (part # 471405-06 / lot # n13210603-0101) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 4th use of the instrument. A review of the site's complaint history revealed no other complaints for this force bipolar instrument. Review of the provided images are consistent with the alleged complaint of the dislodged jaws of the force bipolar instrument. Root cause of the failure mode cannot be confirmed without the returned device. A clinical development engineer (cde) reviewed the video clip and reported the following information: the cde can confirm that the permanent cautery hook (pch) presses firmly against the grips of the force bipolar instrument during the dissection task. After a few seconds of doing so, cde was able to observe a jerking motion in the direction of the pch. However, the rest of the grips and wrist are not visible in that portion of the video, so cde cannot confirm if this was the moment when the force bipolar grips dislodged from the clevis. This event has been deemed as a reportable event because it was reported that the force bipolar instrument had to be removed with the cannula due to the jaw of the instrument being dislodged in an open position. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, a force bipolar instrument broke inside the patient (the cable snapped and retracted). The operating room (or) staff could not retract instrument and had to remove the instrument with cannula out of the patient at the same time. No parts were found in patient. Operating room staff continuing with procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before the procedure and nothing looked out of the ordinary. The surgeon did a thorough inspection and found no fragments in the patient. The instrument was in use for an estimate of 15-20 minutes. The reporter cannot recall if the jaws were grasping tissue when the instrument broke. The surgeon stated that the instrument wasn't grasping and noticed the jaws became unhinged. They did not need to use the instrument release key because the jaws were broken in the open position. There have been no report of any complications to the patient post-procedure. The surgeon does not know what caused the instrument to break. The instrument did not collide with another instrument or with any hard material during the procedure.